Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received copy of medwatch submitted by user facility (report # (B)(4)) that lists event as follows: "the patient was receiving tpn. The nurse noted the IV rate and pressure readings on, but the fluid was not infusing. She pushed start, but the display screen appeared frozen. The syringe was removed, but the pump did not alarm. Patient's blood sugar was noted to be 30. Patient treated with a d10 bolus."